Event description:
Customer reported that there were spo2 finger probes continue to provide an out put even when not on the pt. There's no pt dead or injured.

Manufacturer narrative:
End user reported to mindray service team that there's no pt connected to the spo2 probes when the reported problem happening. Mindray has investigated the reported problem and concluded it was due to a loose connection of the used spo2 trunk cables. Mindray service team has replaced the good spo2 trunk cables to the customer and fixed this issue.